Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that a drawer with a damaged retractor band was impairing its performance. A field service engineer removed and replaced retractor band and rebooted. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to lock. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.